Event description:
It was reported, the patient experienced burning pain at the ipg site regardless of stimulation being on or off. Programming to provide resolution was not successful. All impedance diagnostics showed no anomalies. As a result, the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
Results : the complaint could not be confirmed for pocket heating/pain at the ipg site from product testing alone. As received, the ipg successfully communicated with the test patient programmer. The returned ipg passed all functional testing on the autotester. Visual inspection of the ipg showed no anomalies that could have contributed to the reported complaint. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.